Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system with the customer's scope, cleaned fiber cables and ports. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer encountered an error message. The caller stated that when the error message occurred, the surgeon felt like the master controllers were being pulled out of his hands and the tips of the instruments went forward into lung tissue. The caller stated the surgeon also felt a vibration or jolt at the foot pedals. The caller stated that the tower gave a message to restart the system and the operating room (or) staff rebooted the system. The caller stated that when the system powered back on, the or staff tried to remove the instruments and the camera from the arms of the robot and they were feeling resistance when removing the instruments/camera from all four system arms. The caller stated the system was powered back on with no errors and instruments were removed at the time when they called in to technical support. The technical support engineer (tse) viewed the system logs during the call and saw 54 dirty blue fiber errors. The caller stated they had instruments re-installed and were proceeding with the case. After the call ended, the tse saw additional logs with 307 errors pointing to the escp board. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: there was no injury to the patient. There was no bleeding. The motion the surgeon noticed was very small. The surgeon informed that the event was more startling than anything else.